Event description:
Rptr and their spouse were vacationing, disetronic pump malfunctioned. After coming out of the water, noticed that there was water in the pump. Upon further examination, they noticed a tiny crack in the housing. The pump shut down. Pt had to be treated for a blood sugar level in the 400's. Rptr called the tech support staff in mn and they told them that the firm had sent out a letter saying the pump is not waterproof and that if pump returned within 30 days of receiving the letter, it would be replaced with a "waterproof" pump. Rptr stated that they did not get the letter. Rptr said that the manual at least implies that the pump can be used in water. Rptr read the statement from the manual which included using it in surface water activities. All the firm offered was a loaner pump for $100.00/day. It appears that no pump has been cleared with the "waterproof" claim.